Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged into the right atrium (ra), which was confirmed via x-ray. Additionally, the patient received inappropriate anti-tachycardia pacing (atp) therapy when the dislodged rv lead sensed an atrial flutter (afl) episode. As the rv lead had dislodged into the ra, intermittent pacing was being caused by undersensing which led nerve stimulation on the right chest. A lead revision procedure was completed and the lead remains in use. No further patient complications have been reported as a result of this event.